Event description:
A customer contacted beckman coulter inc (bci regarding false low sodium (na) and potassium (k) results generated by the unicel dxc 800 pro synchron clinical systems. A sample from an ER pt gave na result of 127 mmol/l and k results of 2.6mmol/l. The results were reported out of the lab. Customer re-tested the original sample for na and k on a different instrument in their lab and result were higher for both electrolytes: na was 136 mmol/l and k was 3.1 mmol/l. The original results were amended. Based on available info, the pt was given an infusion based upon the initial false low na and k results.

Manufacturer narrative:
Pre-analytical sample handling and system info were not provided. Based on available info, more pt samples may have been affected; however, results were provided for only one pt. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that the rubber membrane on the electrolyte injection cup (eic) valve assembly was broken (cut in the rubber-membrane). The fse replaced the part. The broken membrane on the eic valve assembly may have contributed to this event. A malfunction will be assumed for the purpose of this report.